Event description:
The customer had contacted stryker to report that their device had illuminated it's service led and and would not deliver defibrillation energy as intended. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the therapy pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced part was further evaluated by stryker and it was found that q8 is shorted and was causing a service code and an abnormal energy delivery message with no energy being delivered. The root cause of the reported problem was determined to be a shorted transistor q8.

Event description:
The customer had contacted stryker to report that their device had illuminated it's service led and and would not deliver defibrillation energy as intended. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.